Manufacturer narrative:
A quote for the repair of the device was provided to the customer. As of the date of the complaint closure, the manufacturer is awaiting approval from the customer for the repair of the complaint device and is archived at the manufacturer pending the release of repair approval from the customer.

Event description:
The customer contacted the customer care solution center and alleged that the complaint device was damaged causing the front panel to be broken after the customer had dropped the device during handling and requested support. The complaint device was not in clinical use at the time that the issue was discovered. There was no adverse event or patient harm reported.